Manufacturer narrative:
It has been reported that the inflammation previously reported was an infection.this report is submitted on december 31, 2020.

Manufacturer narrative:
This report is submitted on 9 february 2021.

Manufacturer narrative:
This report is submitted on october 8, 2020.

Event description:
Per the surgeon, the patient experienced inflammation (treated with oral and topical antibiotics) in the exit area of the lead wires. Device was explanted during revision surgery on (B)(6) 2020. Once the inflammation is resolved, the patient will be re-implanted with another device.